Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection and pocket erosion. Reportedly, the ra and the previously capped rv lead were fractured. A revision was performed and the crt-d along with the ra, rv, lv, and the previously capped rv leads were explanted. There were no additional adverse patient effects reported. The ra lead will be returned.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection and pocket erosion. Reportedly, the ra and the previously capped rv lead were fractured. A revision was performed and the crt-d along with the ra, rv, lv, and the previously capped rv leads were explanted. There were no additional adverse patient effects reported. The ra lead will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in three segments which consist of the terminal segment severed 5.5 cm from terminal end, the middle and tip segments appear to have been stretched or ripped apart of each another. The infection and erosion as reported patient codes cannot be confirmed by product analysis but was assigned as known inherent risk of device, based on the field report. Method or trend analysis. The fracture allegation was not confirmed based on normal lead segments resistance measurements. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.